Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads have broken / brush head failed / brush head stops oscillating, appears that a small metal component inside becomes disconnected [device breakage]; no adverse event [no adverse event]. Case description: (B)(4). A (B)(6) female consumer reported that she had 6 packages of 4 oral-b flexisoft brushheads, and every brush head except 2 had broken while used with an oral-b rechargeable toothbrush, version unknown. She stated that she wasn't even able to get a complete cleaning of her teeth once. No symptoms developed. On 30-may-2016 received follow-up: the consumer reported that from 2 packets of the oral-b flexisoft brushheads, she had used 7 brushes. She stated that of those, 6 had failed; the threw out the first 2, but once the failures continued, she started putting them aside. She stated that one failed after only 3 uses. She explained that the issue was that the brush head stops oscillating. She described that it appeared that a small metal component inside became disconnected. No further information was provided.